Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatments appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: sheath: 6f, 16f; perclose proglide (x1), gore stent, heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR reference number.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to stenting of an external iliac artery aneurysm with a gore aaa (abdominal aortic aneurysm) device. The sheath was upsized to 16f and the stenting procedure was completed. Reportedly, the knots of both proglide devices would not advance to the artery; one suture broke. A surgical cut down was performed to achieve hemostasis. Protamine was given to the patient due to the issue with the use of the closure device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in- training in the pre-close technique. No additional information was provided.